Event description:
Customer reported there is static when the voice is played on the alarm. The batteries have been replaced with a new supply. No visible damage to the outside of the alarm was reported. There was no pt incident or injury reported.

Manufacturer narrative:
(B)(4). Eval: results - eval of the returned product revealed the unit powers up. There is static on the voice message, therefore unclear and unable to record a personal message. Also one of the battery springs was bent. There is no physical damage to the outside of the unit. (B)(4).